Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. Threshold measurements were within normal range, however have increased slowly. A lead fracture was suspected. No noise was noted on the electrogram with provocative stimulation. No inappropriate therapy had been delivered. Normal sensing measurements were obtained. No adverse patient effects were reported. An x-ray will be performed and a decision regarding lead revision will be made in the future. Subsequently, a lead revision was performed. The pace/sense portion of this lead was surgically abandoned and an additional pace/sense lead was implanted. Post procedure, normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.